Manufacturer narrative:
The described failure was not reproducible.

Event description:
The customer complaint that their clinimacs plus instrument (sn (B)(4)) switched off by itself. Customer has several instruments and the cell selection proceeded on another device.